Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log files. The system controller (serial number: (B)(6)) was returned for analysis. Log files were submitted and downloaded for review, and data from the reported event date of 06jul2024 was reviewed. A backup battery fault alarm activates at 14:32:19 due to the backup battery not passing the load test. Backup battery faults were active until the end of the log file at 19:06:44. There were no other notable events active in the log file. Pump operation was not affected. The returned system controller (serial number: (B)(6)) underwent preliminary and functional testing and passed all testing. The system controller was able to operate a mock loop for an extended period of time. The reported event was unable to be reproduced throughout testing. The root cause for the reported event could not be conclusively determined through this analysis; however, a corrective and preventive action (CAPA) was opened to further investigate the issue of a backup battery fault alarm due to the backup battery not passing the load test. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The 11v backup battery (serial #: (B)(6)) was observed to pass all initial testing per the manufacturing datasheet. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had backup battery (ebb) fault alarms. The event log files captured ebb faults due to the ebb failing the load test. The fault seemed to be system controller related. The ebb was exchanged but the alarms persisted. The system controller was exchanged which resolved the alarm. System controller and battery replacements were requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.